Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8, d9, h3, h4 which were inadvertently left out of the previous reports. The device was evaluated and the following defects were found: the light cover glasses adhesive and the optical cover adhesive was uneven, the distal end adhesive was lifting, the up/down and left/right angle was not to specification, and the up/down and left/right play was evident. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and olympus culture testing. The olympus hmi test results came back on (B)(6) 2023, and no germs were found. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Additional information obtained from the customer: one endoscope was reprocessed incorrectly and is currently being tested for microbial contamination. There was no reported patients with procedures involving the incorrectly reprocessed endoscope.

Event description:
An olympus representative reported on behalf of the customer, that during reprocessing. The evis lucera elite colonovideoscope tested positive on (B)(6) 2023, for 51 cfu/100ml colony forming units (cfus) of pseudomonas. On (B)(6) 2023, the colonoscope was washed three (3) times consecutively, then resampled. On (B)(6) 2023, the device tested positive for 52 cfu/100ml of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation. And the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization (cds) process. Stating, the automated endoscopic reprocessor (aer) used is wassenburg. The channels were aspirated and flushed with water. The aer detergent is endohigh and the aer disinfectant is paa. The manual detergent is endozime xp. The instrument/suction channel, suction cylinder, and the instrument channel port were brushed using manual brushes. The storage practice is a drying cabinet. And olympus is the maintenance company. The cds was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.